Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. Monitor ¿ exempt per (B)(4)- known possible complication of joint replacement surgery the device associated with this report was not received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found additional related reports against the provided product code/lot code combination. A device history record review was conducted by the manufacture site. One unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) released. Lot expiry date: 2017-03. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for product and/or additional event information, if applicable, will be conducted by the legal group. Without the physical complaint sample associated with this report, it was not possible to conclusively determine if the device failed to meet specification. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No product contribution to the reported event was identified. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed on (date). One unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) released. Lot expiry date: 2017-03.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 08 october 2019 for MDR reportability. On (B)(6) 2015, the patient underwent total left knee arthroplasty due to failed unicompartmental knee replacement, difficulty with ambulation, and pain. Unknown components were explanted in the procedure. The patella was revised in the surgery, and all unknown components were explanted. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2016, the patient underwent a left knee revision due to instability. The surgeon indicated the patient had a fall, on an unknown date, that began the instability. He noted a large effusion upon entering the knee. The surgeon reported instability was found in flexion on the medial side. The surgeon reported the patella was in good condition, it was not revised. He indicated the tibial baseplate was removed quite easily. The tibial and femoral components were revised in the procedure. The patient was implanted with depuy knee system and depuy cement x 2, and there were no complications reported with the procedure. Doi: (B)(6) 2015. Dor: (b)6) 2016 (lt knee).